Manufacturer narrative:
Health effect - clinical code e2402 used to capture - constrained stent graft remaining in the patient. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent treatment for a stenotic lesion in the superior mesenteric artery (sma) using gore® viabahn® vbx balloon expandable endoprosthesis. The first vbx device was advanced to the target location through tortuous anatomy. The deployment line was pulled in an attempt to deploy the first vbx device at the ostium of the sma. The delivery system catheter was removed from the patient. The first vbx device was identified on imaging to be fully constrained and to have migrated into the iliac artery. The physician stated the cause of the device separation is unknown. The procedure was concluded by deploying a second vbx device at the target treatment zone. The patient tolerated the procedure. On (B)(6) 2023, a reintervention was performed to snare the first vbx device from the patient.

Event description:
The first vbx device was advanced to the target location (ostium of the sma) through tortuous anatomy. Prior to the attempting a deployment by balloon inflation it was noticed the stent graft had dislodged and completely separated from the delivery system catheter. The delivery system catheter was removed from the patient. The second vbx device was advanced to the target treatment zone. During intraprocedural imaging in preparation to deploy the second vbx device it was confirmed the dislodged initial vbx device remained constrained in the patient. The physician stated the cause of the device separation is unknown. The procedure was concluded by deploying the second vbx device at the target treatment zone. The patient tolerated the procedure. On (B)(6) 2023, a reintervention was performed to snare the first vbx device from the patient's iliac artery.

Manufacturer narrative:
Updated h6 investigation conclusion code corrected b5.